Event description:
On 2024-sep-27, information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they went to their primary doctor 3 days ago because they had a rash and redness all around the incision that itched very badly. Patient said they can't hardly stand it. When asked, patient said they didn't have the rash for 2 weeks but it started after the procedure and they still have it around the incision area. Patient went to the primary doctor and they gave patient a cream that it's not doing the job. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient has an appointment with healthcare provider on (B)(6). On (B)(6) 2025, additional information was received from the patient and the manufacturer representative (rep). The reason for call was patient reported they were having issues with their bladder stimulator. Patient stated last week the outside area of the implant felt like a bruise and was painful. Patient said it didn't matter whether they were standing or walking but it hurt and was hurting right now. Patient also stated the incision itself over about the last 0.5 inch at the outside of it had never healed and it was itching like it was not healing properly. Patient denied any falls or adjustments to stimulation. The patient was redirected totheir healthcare provider to further address the issue. Agent sent email to the manufacturer representative (rep) on patient's behalf. Caller stated that they spoke to the healthcare provider (hcp) prior to calling patient services and the hcp redirected to [manufacturer]. Patient services encouraged the patient to have the hcp look at ins to ensure no issues. The rep responded that they would call the patient. On 2025-feb-27, additional information was received from the hcp. They reported that the battery has appeared to have moved/flipped in its pocket. Revision of battery replacement was scheduled. The issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the hcp. The issue was not yet resolved. They will have surgery on (B)(6) 2025 to revise battery placement. Conflicting information was received stating that the device removal or replacement was not planned.